Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. No nonconformances were identified for this part number (222330), lot number (l668593) combination. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via email and phone that during a rotator cuff repair procedure two healix advance knotless anchors broke while being inserted due to the patient's hard bone. The sales rep stated that both anchors' tips broke off from the rest of the anchor. The sales rep stated the first anchor was removed by pulling on the sutures and the second anchor was removed by screwing the tap into the anchor and pulling it out. The sales rep stated that no debris was left in the patient. The case was completed by retaping the same bone hole and using a third like-device with no patient harm, but a four minute delay to remove the anchors. The sales rep stated there is no need for surgical intervention. The anchors were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.